Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. There was no reported impact to the customer's blood glucose level. A subsequent email from the customer stated that the pump was still having issues charging with the replacement cable that was sent. However, multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.